Event description:
It was reported that the patient reported a fall and landed directly on their battery and had charging issues with the new battery that was recently implanted. There was no alleged product issue. No diagnostic testing or troubleshooting was performed but would be in the future. Patient status at the time of the report was alive, no injury. There were patient symptoms or complications associated with the event at unknown location. The patient fell and was concerned about the battery. The patient would follow-up with a surgeon about the incident. There was no stimulation sensation. The patient fell on the implant site. The night prior to the report, (B)(6), the patient fell right on their implant site and all of a sudden could not feel stimulation. The patient recharged and everything seemed to recharge fine. The patient felt stimulation for about 15 minutes and then stimulation went off. The patient did not have a programmer. The patient thought they were never given one. The patient tired their recharger. The implantable neurostimulator (ins) icon was not showing the lightning bolt, so the ins was off. It was reviewed how to turn the ins on by using the recharger. The patient could feel the stimulation at the time of the report, and the stimulation may be a little strong. The patient was educated on implantable neurostimulator recharger (insr) use and that resolved the reported issue. The patient would use the recharger to shut off if needed until the programmer was found or ordered a new one. The patient was having a problem with the c-pap machine company and also had a pump. The patient had the spinal cord stimulator (scs) implanted because of sciatica down their leg since 2007. The manufacturer representative (rep) was pretty sure the patient was sent home with a programmer. The patient found their programmer. Their next appointment was (B)(6) and by then they would have more information regarding the patient charging and battery status. The patient just needed more charging education and completed the appointment with more information to do so.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).